Event description:
It was reported that a 6f angio-seal was deployed in the right femoral arteriotomy (rcfa) post diagnostic heart catheterization and coronary angioplasty. In 2009, the pt returned to the doctor complaining of right leg pain. An angiogram revealed a total occlusion of the rcfa. The occlusion was treated using balloon angioplasty and angiojet. The pt left the cath lab with doppler pulses in the right lower extremity. Later that afternoon, the pt experienced swelling of the right thigh. A compression bandage was applied to the right upper leg. The next day, the pt's leg was still swollen. Additional info was not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragment, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.